Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right atrial (ra) lead exhibited oversensing on the current electrograms (egm). Diminished sensing was also observed on the right ventricular (rv) lead. Both pacing leads remain in use. No patient complications have been reported as a result of this event.